Event description:
Patient was implanted with vectra plate and screw construct for acdf c5-c6 on an unknown day in 2008. Sometime in (B)(6) 2011 patient was diagnosed with dysphagia. On (B)(6) 2012 patient returned to the o.r. For hardware removal. During the procedure, the surgeon reported that the plate was not flush with the bone at the top of the construct. The surgeon also noted that the patients esophagus had a tear at the level of the implant. Surgeon removed all hardware and repaired the esophageal tear. This is 5 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant done on an unknown date in 2008.